Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery via femoral recon nail (frn) with the products in question. In the surgery, when drilling the frn proximal static hole, there was interference with the nail. When checking the position of the nail and sleeve in question from the side, the sleeve was positioned anterior to the nail, so the surgeon widened the skin incision again and pressed the sleeve slightly dorsally while drilling. Although there was some resistance, the drilling was performed all the way to the other side. When the interference occurred, the surgeon tightened the connector and the black screw of the device, but there was still interference with the nail, so the interference was probably caused by the nail bending when it was inserted into the distal bone fragment. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available.